Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that there were high impedance values on electrode no. 11-14. There were no particular environmental, external, and patient factors that may have caused the event. They reprogrammed to avoid using electrodes with high values. The issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that a short circuit in electrode 15 was identified when impedance was measured at the time of the (B)(6) medical consultation. It was reported that it was unknown in which lead the issue occurred. Additional information was received. It was reported that the cause of the impedance issues was not determined. The actions taken to resolve the issue were that a reset was performed to avoid using electrodes with high values. Regarding the additional information ¿a short circuit in electrode 15 was identified when impedance was measured at the time of the (B)(6) medical consultation. ¿, re-set was not performed. The electrode 15 was not used as of (B)(6) 2024; there was no change in the electrode used on (B)(6) 2024. The issue has not since been resolved. In the future, it may be considered replacing the lead in consultation with the doctor, but it is undecided at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the consultation with the doctor had not since occurred. It was predicted that it would occur at the next outpatient visit; the date of this visit was undecided. It was predicted that only the lead would be replaced, in the case of replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A session report was provided, confirming high impedance values of 40000 on electrodes 11-15. It was confirmed that a consultation with the doctor regarding lead replacement will occur in the future, it may be considered replacing the lead in consultation with the doctor, but it is undecided at this time.